Event description:
Spontaneous call. Patient's husband reports they are a having a problem with the injection cap between the central line and the cassette. Per patient husband, it is stuck and they can't do the weekly changes. Patient has already tried to loosen it up, but says it looks like it is glued. Lot numbers unknown. Did the reported product fault occur while in use with the patient? No, did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? N/a, did we [MFR] replace device? No, did the patient have a backup device they were able to switch to? Yes, was the patient able to successfully continue their infusion? Yes. Reported to (B)(6) by: patient/caregiver.